Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was performed for the potentially associated lot numbers (h10i08069, h10k28031a, h10l12033). There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer and nurse reported the following. On (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. The cause of the peritonitis was possibly due to douching. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital and was recovering. Dianeal therapies were ongoing. The nurse reported the peritonitis was unrelated to dianeal therapies.